Event description:
It was reported by the clinician that the physician was placing the catheter femorally in a female patient. The dilator was placed over the wire and blood return was evident when the dilator was inserted. The physician removed the wire and it ws unraveled. As a result, another kit was opened for the wire. The physician stated she did not pull the wire back against the needle bevel. Reference MDR #1036844-2009-00132 for second event involving same patient.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.